Event description:
It was reported that after the spaceoar placement procedure, the patient visited the emergency room (ER) with lower abdominal pain and inability to urinate, the patient was treated with a foley catheter to drain the bladder, the foley was maintain in placed. Later, on month after that the patient returned to the ER with low back pain and hematuria was noted in the foley bag. The patient had intermittent dyspnea, computed tomography (CT) of the chest was done but was negative. Uranalysis showed a urinary infection; patient was treated with IV rocephin and oral cephalexin at home for 7 days. The relationship between the event and the device was report as unrelated but was report as possible related to the index procedure.

Manufacturer narrative:
Block g2: clinical study name: (B)(6). Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection.

Manufacturer narrative:
Additional information block b5 and h6 have been updated with the additional information. Correction. Block b1 (adverse event/product problem) was corrected. Block h6 (device codes) was corrected. Block h6 (patient codes) was corrected. Additional information: block b5 has been updated with the new information of the patient. Block g2: clinical study name: sabre u0702. Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection.

Event description:
It was reported that after the spaceoar placement procedure, the patient visited the emergency room (ER) with lower abdominal pain and inability to urinate, the patient was treated with a foley catheter to drain the bladder, the foley was maintain in placed. Later, on month after that the patient returned to the ER with low back pain and hematuria was noted in the foley bag. The patient had intermittent dyspnea, computed tomography (CT) of the chest was done but was negative. Uranalysis showed a urinary infection; patient was treated with IV rocephin and oral cephalexin at home for 7 days. The relationship between the event and the device was report as unrelated but was report as possible related to the index procedure. Additional information received on 13nov2025 it was further reported that the foley catheter was removed and the patient symptoms has been resolved. Additional information received on 16feb2026 it was reported that the index procedure magnetic resonance imaging (MRI) was outside the perirectal space 0.36cc volume of the hydrogel in the internal ileac vein. The 3 months magnetic resonance showed no evidence of hydrogel outside the perirectal space. Additional information received on 01apr2026 it was further reported that after a review of the MRI, it was confirmed that there was no evidence of hydrogel outside the perirectal space.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information. Correction: block b1 (adverse event/product problem) was corrected. Block h6 (device codes) was corrected. Block h6 (patient codes) was corrected. Additional information: block b5 has been updated with the new information of the patient. Block g2: clinical study name: sabre u0702. Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection.

Event description:
It was reported that after the spaceoar placement procedure, the patient visited the emergency room (ER) with lower abdominal pain and inability to urinate, the patient was treated with a foley catheter to drain the bladder, the foley was maintain in placed. Later, on month after that the patient returned to the ER with low back pain and hematuria was noted in the foley bag. The patient had intermittent dyspnea, computed tomography (CT) of the chest was done but was negative. Uranalysis showed a urinary infection; patient was treated with IV rocephin and oral cephalexin at home for 7 days. The relationship between the event and the device was report as unrelated but was report as possible related to the index procedure. Additional information received on (B)(6) 2025: it was further reported that the foley catheter was removed and the patient symptoms has been resolved. Additional information received on (B)(6) 2026: it was reported that the index procedure magnetic resonance imaging (MRI) was outside the perirectal space 0.36cc volume of the hydrogel in the internal ileac vein. The 3 months magnetic resonance showed no evidence of hydrogel outside the perirectal space.

Manufacturer narrative:
Correction. Block b1 (adverse event/product problem) was corrected. Block h6 (device codes) was corrected. Block h6 (patient codes) was corrected. Additional information: block b5 has been updated with the new information of the patient. Block g2: clinical study name: (B)(6). Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection.

Event description:
It was reported that after the spaceoar placement procedure, the patient visited the emergency room (ER) with lower abdominal pain and inability to urinate, the patient was treated with a foley catheter to drain the bladder, the foley was maintain in placed. Later, on month after that the patient returned to the ER with low back pain and hematuria was noted in the foley bag. The patient had intermittent dyspnea, computed tomography (CT) of the chest was done but was negative. Uranalysis showed a urinary infection; patient was treated with IV rocephin and oral cephalexin at home for 7 days. The relationship between the event and the device was report as unrelated but was report as possible related to the index procedure. Additional information received on 13nov2025. It was further reported that the foley catheter was removed and the patient symptoms has been resolved.